Manufacturer narrative:
If the sample is returned, a failure investigation will be performed and the results will be added to the database for trending purposes.

Event description:
The customer reported air leakage happened at the valve site. The leakage was found at the time of intubation and the tube was removed and replaced immediately.